Manufacturer narrative:
The company representative examined the system and was unable to duplicate the reported suction issue. The company representative replaced the worn solenoid spacers and a cracked tray. These items are unrelated to the reported complaint and the items were disposed. The system was then tested and found to meet all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk at this time. (B)(4).

Event description:
A customer reported that there was not enough suction during a cataract extraction procedure. There was no patient harm reported. Additional information has been requested.